Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the tip was broken. No product fault could be detected.

Event description:
It was reported that the tip of the reamer sheared off during use over the systems 3.2mm guide wire. When the guide wire was removed it showed a bend at which the reamer came against resistance and subsequently sheared. The nail was removed and all metal fragments that could be retrieved were removed by curette. The pfna was then reinserted and the procedure completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.